Event description:
It was reported that the main dial function not working properly and was "very stiff to turn", and the front overlay panel was bent, battery cover was cracked and there may be an internal leak. No product fault occurred while in use with patient "because it is probably before use, set up. No patient or patient injury."

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device was received was received with the non OEM knob installed on the o2 concentration and peep controls. The front panel was bent above the pressure manometer. The input manifold assembly shifts on the bottom chassis. The tidal volume knob was rubbing on the battery compartment. The battery cover was also found cracked. Functional testing was performed, and the reported issue was replicated. The root cause was determined to be physical impact due to user interface. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
UDI related data quality updates only.